Event description:
The investigation was concluded on the 04-may-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of unknown lot number in this complaint was unavailable for return to cirl for evaluation. This file was created to capture user error of an incorrect wire guide used with the zebd-7-7 device placed in the patient in the procedure. This file is related to pr304138 (MDR ref #3001845648-2020-00484) which deals with the kinking of the initial zebd-7-7 device before patient contact prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the zebd-7-7 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed there is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file was created to capture user error of the device used to complete the procedure relating to (B)(4) as an incorrect size wire guide was used (0.025inch).